Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Blue tip on tibial impactor broke upon impaction. Broke into 2 pieces. Case type: pka.